Event description:
Device malfunction: device #2 unknown device failure. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a heavily calcified femoral artery after an interventional procedure. Reportedly, the physician completed all the steps in the instructions for use (IFU), but noticed that the puncture site in the artery was not closed. A second proglide was attempted with the same results. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
Device #1: perclose proglide part #12673-05, lot #50072-6h will be filed under medwatch #2953144-2008-01548. The device is expected to be returned for eval. It has not yet been received.